Event description:
It was reported that there was high threshold on the atrial lead, along with low r-wave measurement on the rv (right ventricular) lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg implanted: (B)(6) 2009. (B)(4).